Event description:
I used fixodent from approximately in 2001. And still using it. While I was using fixodent, I began experiencing tingling in my legs. Legs shake at night, lower back pain and get cool chills. In early 2009, I was diagnosed with neuropathy. Blood test taken at the time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Dose: 1. Denture cream. 2. Denture cream. Frequency: once daily. Route: oral. Dates of use: 2001 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.